Manufacturer narrative:
The sample was collected via a finger stick. Qc was run before and after this event and results were within acceptable limits. The instrument is currently within qc specifications with respect to accuracy and precision. A field service engineer (fse) was dispatched: the fse found the instrument drain function erratic and replaced parts. The fse also adjusted the gain and verified the instrument operation. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
The act diff analyzer generated erroneous low hemoglobin (hgb) results on one patient sample. The initial hgb result was 6.6g/dl, and a result of 6.6g/dl was obtained upon re-test. The results were reported out of the and the patient was sent to the hospital for a redraw and a new specimen was run. The redrawn sample recovered hgb result of 16.6g/dl which the customer considered correct. No death or serious injury, no change to patient treatment is associated with this event.